Event description:
Per the clinic, the patient experienced partial protrusion of coil and magnet area, extrusion of the receiver/stimulator, an infection, redness, edema, fistulation of small amount of pus and necrotic soft tissue at the implant site. Subsequently, the patient was hospitalized for an IV and topical antibiotics treatment for one week (specific date not reported). It was also reported that, the patient was placed under general anesthesia on (B)(6) 2025, in order to remove the affected necrotic soft tissue, cleaning the wound area and reposition the coil before closure of the wound. However, the issue could not be resolved. The device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached.